Event description:
It was reported that during a prostate procedure with the patient under anesthesia forward firing at 204,556 joules was observed inside the patient's anatomy. A second fiber was used to complete the case. "No injury to patient reported".

Manufacturer narrative:
(B)(4).